Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained a crack at the reservoir compartment. The customer stated that the o-ring or reservoir ring had cracked off. The customer did not know the blood glucose reading. She was unsure how the damage had occurred and observed the damage when she was changing the reservoir set out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and cracked battery tube threads.